Event description:
Treatment of an aneurysm. It was reported that post pipeline procedure, the patient had stent thrombosis and required intra-arterial tpa. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).